Event description:
It was reported that the ventilator could not be turned on. Three was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. Provided pictures showed a burnt dc/dc & standard connectors pc board. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported damage has not been determined. H3 other text: 4117.